Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After the lesion could not be crossed, the device was withdrawn. It was detected that the stent dislodged. The stent was successfully retrieved with a snare.

Manufacturer narrative:
Combination product: yes. Neither the complaint product nor the angiographic material were returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.